Manufacturer narrative:
Pt information requested, and all available information is included.

Event description:
Customer reported a pt needed to have an MRI. The nurse took the pt off the alaris pca pump and attached a 20 foot extension set (model number unk). When the nurse pushed on the syringe to prime the line, she was inadvertently bolusing the pt with morphine. The exact amount the pt received is unk. The pt became obtunded and required IV narcan. The pt recovered quickly. Reportedly, the nurse got confused since their old method of delivering pca was to piggyback in the pca line. The nurse thought she was on the maintenance line and not the pca line. Although requested, no additional information was available. Customer reported the tubing was discarded.